Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that tass (toxic anterior segment syndrome) was noted during a patient's postoperative visit following a cataract extraction procedure. Cells and fibrin were noted in the patient's operated eye during this exam. A steroidal drop was prescribed to treat the patient's symptoms. The customer thinks the viscoelastic material and/or the balanced salt solution (bss) used during the procedure may have caused/contributed to this event, however, the specific lot numbers of the products used for each of the affected patients could not be identified. No additional information is expected.